Event description:
The peritoneal dialysis patient went through multiple cassettes during setup before being able to connect. The patient got connected and had several blockage alarms. The patient's wife decided to restart setup. When the patient's wife opened the cassette door, a leak was identified inside. The patient's effluent was clear. The patient did not take any prophylactic antibiotics. The sample was discarded. The patient finished treatment with manuals.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.